Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No air bubbles present during testing using water fill test reservoir. Multiple boluses and basals were programed. All boluses were properly delivered and recorded in history and daily totals. No basal or bolus history anomalies noted. The device was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 242 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with manual injections. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse stated that they found air bubbles in the tubing. The customer's spouse was advised to perform fixed prime until the air bubbles was no longer visible. The customer's spouse stated that the insulin was not stored at room temperature. The customer's spouse performed high pressure test and the insulin pump failed twice. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.